Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. This event was also reported to the FDA in a (B)(4) status report. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6), 2013. The procedure was completed without complications. According to the complainant, on (B)(6), 2013, the patient experienced difficulty emptying her bladder. She was unable to void completely. Clean intermittent self-catheterization was unsuccessful so a foley catheter was placed. The foley catheter was removed upon successful bladder challenge. The event resolved on (B)(6), 2013. The investigator assessed the event as moderate in severity and is possibly related to the device or procedure. On (B)(6), 2013, the patient had exudates at the suture line. No action was taken and this event was resolved on (B)(6), 2014. The investigator assessed the event as mild in severity and relation to the device or procedure is definite. On (B)(6), 2013, the patient experienced dysuria. This event was resolved on (B)(6), 2014. The investigator assessed the event as mild in severity and is possibly related to the device or procedure. On (B)(6), 2014, the patient reported difficulty voiding and incomplete bladder emptying. This event was unresolved as of the patient's last visit on (B)(6), 2014. The investigator assessed the event as mild in severity and is unlikely related to the device or procedure.